Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identify a sharp opening in the valve bond edge and delamination in the diaphragm valve. Based on the device analysis the final assessment is a sharp opening on valve bond edge assessed as an unidentified (tear) opening, and delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported right-side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6, g2, & h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right-side deflation. Device remains implanted.